Event description:
It was reported that the right ventricular lead was oversensing and had inhibition of pacing. The impedance also increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8042b ipg, implanted: (B)(6) 2008; 4076 lead, (B)(6) 2008. (B)(4).